Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test and off no power test. No weak battery alarm. No frozen screen. The insulin pump received button error alarm due to corroded keypad traces. No moisture damage found inside the pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump was frozen. The customer reported that they received a weak battery alarm and button error alarm. The customer reported that they received a button error alarm again after battery change. The customer reported that the insulin pump might have been exposed to sweat. The customer's blood glucose was 448 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with back-up insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.